Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post op check the left ventricular lead exhibited loss of capture. The fluoroscopy showed that the lead had pulled back. The physician decided to reopen the pocket and reposition the lead. The lead revision was successful, the patient did not experience any adverse.